Event description:
It was reported that a patient underwent revision procedure for an abdominal wound dehiscence on (B)(6) 2012 and suture was used. The patient experienced another wound dehiscence which required surgery on (B)(6) 2012. The patient was also treated with negative pressure wound therapy. The surgeon opines that heavy coughing contributed to the wound dehiscence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.